Event description:
The manufacturer received information alleging a patient with a simplygo mini has passed away. It is alleged that the cause of death was cardiac arrest from using the device. The reported event makes no allegation of malfunction or failure to perform to manufacturer declared specifications was noted regarding the device during the time of the patient use, user error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.